Event description:
The surgical tech went to assemble tibial tray on the the tray holder for implantation and noticed that it was broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The ridge of the shuttle that is actuated by the cam of the impactor/extractor was broken. The fracture occurred in overload consistent with loading from the cam during un-locking actuation. Hardness testing indicated the shuttle was hrc 51 consistent with a 455 ph stainless steel per the design document. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgical tech went to assemble tibial tray on the the tray holder for implantation and noticed that it was broken.